Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware failure was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. The patient's father did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.